Manufacturer narrative:
The cause of the ischemic cva was not determined since product was not returned. The medical center long discarded the product in 2021. No further clinical details or imaging were shared. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had a successful impella cp support in 2020. Later in (B)(6) 2022 the (B)(6) registry document review further noted a cva. The cva was stated to be ischemic and occurred during the impella support. No treatment was given.